Event description:
It was reported that a (B)(6) female patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient was diagnosed, during an in-office visit, with spontaneous right breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).